Manufacturer narrative:
Preventive maintenance (pm) was performed by zoll service personnel at the customer's site. During testing, the thermogard console (sn (B)(4) did not recognize the air trap. The root cause was determined to be a failed air trap block assembly due to the overflow of liquid into the air trap chamber, as indicated by the presence of liquid traces on the air trap block, possibly caused by user mishandling. During the visual inspection, noted dried liquid traces on the air trap block assembly. In addition, a damaged top lid was observed. The probable root cause was due to mishandling or wear and tear. The thermogard console was manufactured in march 2017 and is more than 5 years old, past the expected service life of 5 years. The thermogard console passed the self-test, however, could not recognize the air trap, thus confirming the reported complaint. The air trap block assembly needs to be replaced to remedy the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(4).

Event description:
During preventive maintenance (pm) performed at the customer's site on (B)(6) 2022, the thermogard console (sn (B)(4) could not detect the air trap. No patient involvement.